Manufacturer narrative:
Patient ID: (B)(6). Pt info: unk. PMA/510k: this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -8.50/0.5/106 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on 08-oct-2020. On 18-jan-2022 the lens was explanted due to low vault. A replacement lens of longer length was later implanted and the problem resolved.